Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that it was difficult to charge. Patient used to get good coupling when recharging, but since 4 days ago, when patient knocked the battery and felt it bunched up, he had difficulty with getting coupling. Rep reported they did not have another recharger (insr) to try. Rep to have a look of implant orientation with fluoro. Rep to call back for insr replacement if ins hasn't flipped. Patient programmer and 8840 were able to connect with the implant. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Patient weight was reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that a fluoro image revealed ins had flipped and that was reason for inability to charge. The physician assistant was able to flip ins back to correct position easily and without discomfort to pt. Repeat fluoro revealed correct position and patient immediately was able to get full connectivity with charging paddle. Impendences were checked and all in normal range. Healthcare provider ordered an abdominal binder for patient to wear for a couple of months. Patient was extremely grateful. Patient weight at this time was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the ins was flipped back manually with no surgical intervention required.